Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon bursts.

Event description:
It was reported that the balloon bursts

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Evaluation found that the balloon for both catheters was not burst and in good condition. Both were able to inflate and deflate without difficulty. Samples were evaluated, no pinch or blockage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Corrections: d10, h3.